Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 15,000 mcg/ml fentanyl at 9,004 mcg/day. It was reported that the patient had a small area on the incision line that has been scabbed over and not healed completely since the patient¿s last revision in june, and they had been undergoing wound care. The patient reports no falls or injuries. The patient has chronic pancreatitis and only weighs 52.55 kg (115.9 lbs). The patient has a 40cc pump in his right abdomen and with his weight and lack of body fat, the outline of the pump can be easily seen. To help with wound healing, on (B)(6) 2020 the doctor surgically removed the scabbed area of the incision line and opened the previous pump pocket incision to make the pocket deeper in order to have more tissue for closing since he removed the scabbed area. This also helped to decrease the tension on the incision. During the procedure, the tissue was healthy and showed no signs of infection. As a precaution, the wound was irrigated with antibiotics before closing.